Event description:
Took tow blood glucose readings back to back. Her results were 405 mg/dl and 4 minutes later, 178 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.